Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shunt system (part # fx420t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system was believed to be blocked. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Same event as medwatch# 3004721439-2022-00319.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: -discoloured areas at the catheter -blood and tissue residues permeability test: the test showed that the progav 2.0 shunt system is non-permeable. The ventricular catheter is permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that the progav 2.0 is non-permeable, whereas the shuntassistant is permeable. Computer control test: due to the non-permeability of the progav 2.0, the computer-controlled test is not applicable. The shuntassistant was tested according to standard procedure in the vertical position of the valve. At a fixed opening pressure of 20 cmh2o in the vertical position, a pressure of 20 cmh2o +4/-2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant showed an opening pressure of 7,12 cmh2o. This is not within the specified tolerance of 20 cmh2o +4/-2 cmh2o. According to our results, we can detect an accelerated outflow. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valves are finally opened with a special tool. After dismantling of the valves, bloody deposits were found in both valves. Additionally, a material residue was found in the inlet of the shuntassistant. Results: based on our investigation results, we confirm the blockage in the shunt system. Detected deposits could be named as the cause of the blockage. Endogenous substances in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. Concluding on the determined accelerated outflow at the computer test bench, we can prove that the determined material residue in the shuntassistant was not the cause for the blockage in the shunt system. From our point of view, no further regulatory actions are required.

Event description:
Same event as medwatch# 3004721439-2022-00319.